Event description:
I used fixodent from (B)(6)1981 until (B)(6) 2010. While I was using fixodent, I began experiencing anxiety in 1995, lost hair at age (B)(6). I began experiencing numbness and tingling and burning in face and extremities on (B)(6) 2010. I am being tested for neuropathy. First was diagnosed with ms but now on (B)(6) 2010 found out my zinc is high and copper is low. Still going for treatment and have many problems. Frequence: once daily. Route: oral. Event abated after use stopped: no.